Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that he had been lying outside, came back inside, and was about to change his infusion set because his reservoir was low. The insulin pump alarmed button error thereafter. The customer did not recall the blood glucose reading. During troubleshooting on the call, the customer noted that while he was on the phone, the buttons began to respond. He stated that the buttons did not work for about 5 to 10 minutes, and then he was able to use the buttons, but the insulin pump alarmed button error again. The customer declined troubleshooting assistance for the button error and advised that he would continue using the device and call back if the issue recurred.